Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. Investigation summary: the affected sample was returned for evaluation in used condition in a plastic bag. During visual inspection, it was identified that one of the flange eyelets was broken. Failure mode reported: ¿a0218 - flange broke¿ was confirmed. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.

Event description:
The following information was provided by the initial reporter: it was reported that when replacing the belt, it broke when trying to thread it through the hole. This occurred at the facility. There was unknown patient involvement and no patient harm/adverse event reported. The following information was provided by the investigation: during visual inspection, it was identified that one of the flange eyelets was broken.